Event description:
A report has been rec'd from the FDA which stated the following: this pt was a peritoneal dialysis pt who died on (B)(6) 2010, the diagnosis at the time of death was septic shock/massive infection. However, the info provided did not mention the presence or occurrence of any specific product problem or defect. This MFR was not able to obtain any add'l info. Therefore, since inconclusive findings regarding product performance and an inability to perform adequate product complaint investigation to provide sufficient evidence that the product performed per specification, this report is being filed.

Manufacturer narrative:
(B)(6).